Event description:
It was reported that the pump had an error message system failure force sensor bridge test. No patent injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on right plunger case otherwise no appearance of any physical damaged. Parts of the drive train assembly was vey old, worn and right plunger case was cracked. Force sensor bridge test was observed in event history log. The technician performed an occlusion test and was unable to duplicate the force sensor bridge test. The root cause of the reported issue was found to be a combination of broken plastic pins on left plunger case under plunger board and the plunger board had broken off from the glue which was causing the force sensor bridge test error intermittently. The condition of the pump appears to be related to normal wear. The pump was over 14 years. The technician replaced left plunger case and plunger cable for preventive measure. Performed occlusion test and all functional testing, which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).